Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received failed the battery test as well as multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was assisted with self test and test did not pass. The customer was advised to discontinue use of insulin pump and revert to the backup plan per health care professional¿s. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents, no unexpected power loss alarms or failed battery test alarms noted during testing. Pump error 63 alarm, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error.